Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2000 ohms with some instances of noise present. When the patient would sit up, the thresholds increased. Boston scientific technical services (ts) was consulted and suggested there might be a connection issue.

Manufacturer narrative:
--

Manufacturer narrative:
A revision procedure was done to determine if the lead was not fully inserted in the header. A tug test was performed once the pocket was opened and the lead was secure, however noise could be seen. The lead was disconnected from the device and tested on a pacing system analyzer, where impedances and thresholds measurements where the same as they were at implant. This lead was then reconnected to the device and there was no noise present during a second tug test. The physician visualized the lead pin past the connector block, was satisfied with the measurements and the pocket was then closed. There were no adverse patient effects reported from this procedure.

Event description:
--